Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker exhibited noise over-sensing. No intervention was performed.

Manufacturer narrative:
Further information was requested but not received.